Event description:
The patient's mother indicated seizure control decreased after replacement surgery. The physician believes the increase in seizures following replacement surgery was the result of previous generator reaching end of service. At last follow up with the physician, the patient's seizure control is now improving.